Event description:
Related manufacturer report number: 1627487-2022-00218, 1627487-2022-00219, 1627487-2022-00221. It was reported that patient experienced skin erosion at the lead and extension site. The patient was given antibiotics. Surgical intervention was undertaken on (B)(6) 2021 in which the leads and extensions were explanted, resolving the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.